Event description:
(B)(4). Anxiety, depression, headaches, nerve pain, joint pain, chronic pain, cramps, heavy menstrual cramps with clotting, brain fog memory loss, clumsiness, insomnia, loss of sex drive, allergies, metallic taste in mouth, weight gain, itchy skin.

Event description:
(B)(4). Since my report I have been seeing my gynecologist. I have had an ultra sound which showed cysts and thick uterus. I had a biopsy, no cancer. I have had a hsg which showed one coil is not in my left fallopian tube. The tube has cysts and diverticulitis. Nothing has helped my anxiety, brain fog, chronic pain, insomnia, itchy skin, heavy bleeding, memory loss and others listed above as well as ones I have so many it's hard to list. I'm scheduled for a davinci hysterectomy bso in (B)(6). These symptoms are real. There are thousands of women suffering.